Manufacturer narrative:
Concomitant medical products: k-wire device, bone saw device, competitor sagittal saw device. (B)(6). The manufacturing location is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that a day after a high tibial osteotomy surgical procedure was performed for a gonarthrosis, it was discovered that the patient suffered compartment syndrome with a slight paralysis. According to the reporter, after setting an arthroscope, a k-wire was inserted from the medial side of the tibia. The bone was cut with a bone saw device using an oscillating saw blade device. It was reported that the rough surface of the bone was cut with a competitor¿s sagittal device. After five slat chisels were inserted into the affected site, the angle of the opened area was measured using an opener. The ¿bonish¿ was cut into pieces with wedge shape and inserted into the affected site after the optimum corrective angle (fujisawa point) was checked. The affected site was fixed using a tomofix anatomical plate. It was reported that on the following day ((B)(6)), the patient had compartment syndrome. A relief incision was performed during an urgent surgery. It was reported that a slight paralysis associated with the compartment syndrome occurred. The patient remained in the hospital with a sign of compartment syndrome on the laterally posterior side. It was further reported that for the treatment plan, the patient would be monitored for two weeks and after muscular atrophy occurred, some additional treatment would be performed. It was reported that the surgeon believed the cause of the event was damage of the medial inferior artery of the knee during the initial surgery due to the bone saw device or a muscle hook. The surgeon later confirmed that they were not alleging a malfunction against the saw blade device. There was medical and surgical intervention required as a result of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been corrected from 4/27/2018 to 5/3/2018. Report source: the manufacturer location was documented as unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no non-conformances or abnormalities identified during the manufacture of the device that may have contributed to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.